Event description:
It was reported that a user and a helper sought guidance to replace the cartridge and tubing after observing insulin leakage from the initial cartridge during the first attempt, with no visible physical damage noted and successful resolution after installing a new cartridge and re-priming. Customer care provided support that included real-time troubleshooting and education on proper cartridge and tubing change procedures. Investigation of this case revealed that user technique during the initial change likely resulted in a transient leak, with normal function restored after replacement and correct setup. No adverse clinical effects and no impact to blood glucose reported. Outcomes included medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was use error related to setup technique.